Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator had a blank screen. No patient involvement. Covidien was not authorized to service the device.

Manufacturer narrative:
Multiple attempts have been made to try to retrieve further information with no customer response. If the customer reports further information a follow up medwatch will be submitted.